Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient had a scenario where they missed a refill and had symptoms of withdrawal. The event date was unknown. No further complications were reported.